Event description:
Reporter stated that the 4th internal contact on the inform meter had melted. No associated injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.